Event description:
It was reported to boston scientific corporation that a captiflex polypectomy snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the snare wire was pulled through the handle opening when the nurse actuated the handle to retract the loop. It was reported that the handle cannula did not bend. The procedure was completed with another captiflex polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.attempts to obtain clarification of the damage to the device have been unsuccessful to date. As it could not be determined whether the handle cannula detached or broke, this is considered an MDR-reportable event.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. (B)(4): the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.